Event description:
The user facility reported the skull clamp came loose completely and the pt's head fell from the pins to the clamp. The skull clamp was placed on the pt by a resident and a fellow, and the event occurred after the prep, with the pt supine. The pt was not injured and there were no post-operative complications. Radiolucent pins were used in the clamp and had no deficiencies. The dr considered the event to be a product problem.

Manufacturer narrative:
The returned radiolucent 2000 head rest system was returned and evaluated. As received, the system was in good condition; the skull clamp 80# torque knob was tested in specification, the plunger assembly functioned properly, and the swivel adaptor and base unit held their settings properly. When the system components were positioned, adjusted and tightened and/or locked, the reported problem could not be duplicated. The system functioned properly.